Event description:
It was reported that the customer experienced a low event and the pump did not alarm him of a low blood glucose level. Customer stated that his dog woke him up. Customer reported that his blood sugars were around 40 mg/dl. Customer was running lower than normal due to receiving too much insulin. Customer spoke with a coordinator and adjustments were made to basals. Customer treated the low event with soda and food. Customer stated that the finger stick was roughly 40 mg/dl and the sensor reading was around 55 mg/dl. Customer stated that the event only occurred once and has not occurred again. Customer reported that the sensor helped him considerably. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.